Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported unspecified tissue injury could not be determined. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage requiring intervention.it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed, reducing mr to 2. A second clip delivery system (cds) was advanced and the clip deployed, however the mr increased to 3-4 as chordal damage was noted. A third clip was placed to fix the chordal damage however the mr remained 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.